Event description:
It was reported that the patient developed an alleged infection and underwent a revision surgery on (B)(6) 2021. The following eleos implants were revised: distal femur axial pin, male-female midsection (40mm), tibial hinge component, distal femur, and tibial poly spacer (10mm). No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2021-00265, #3013450937-2021-00267, #3013450937-2021-00268, #3013450937-2021-00269.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the patient developed an alleged infection and underwent a revision surgery on (B)(6) 2021. The following eleos implants were revised: distal femur axial pin, male-female midsection (40mm), tibial hinge component, distal femur, and tibial poly spacer (10mm). No additional information regarding this advere event has been provided.